Event description:
A user facility reports that a patient underwent intraocular lens (iol) implantation in 2001 without any problems. In mid april the patient's visual acuity decreased and the surgeon observed a pseudo-membranous layer at the anterior surface of the lens. The association between this event and the iol is not known. Additional information has been requested.

Event description:
Add'l info provided by the surgeon indicates that a yag laser procedure was performed on april, 2001. The following day, the pt's visual acuity was reported to have recovered.